Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that their device's screen was dim and had discoloration. This complaint is being reported because the issue could not be resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.